Manufacturer narrative:
The forceps insert was evaluated. The insulation at the base of one jaw is charred and melted. It was in use for approximately 3 years; damage may be due to wear of use, but we cannot confirm.

Event description:
Allegedly, during a lap gyne procedure one jaw was smoking and sparking while in patient. Instrument was immediately allegedly hospital reported there was no injury to the patient.